Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with return of the device. Failure (event) observed during analysis. Internal insulation abrasion was noted at 31.5-32.0cm from the distal tip. The etfe coating was intact at this location. (B)(4). (B)(6).